Event description:
The device was used during a venous ablation procedure on the small saphenous vein. At the first post procedure follow up, venous duplex ultrasound examination ((B)(6) 2010), a clot was observed in the right popliteal vein. The pt was asymptomatic. The pt was prescribed lovenox and a compression stocking. There were no serious injuries and the last follow up on (B)(6) 2010 found the pt to be doing well and remains asymptomatic.

Manufacturer narrative:
The device was not returned for eval. The physician said that the device did not malfunction and confirmed that the device worked properly during surgery. The pt is doing well and continues to be asymptomatic. Additionally, dvt is a known side affect for these types of surgical procedures. This is the first reported incident of this type related to the subject device.